Event description:
The manufacturer received information alleging the active exhalation test step had failed during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the proportional valve had caused the active exhalation test step to fail while preventative maintenance was being performed on the trilogy evo device. In conclusion, the device's proportional valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter, particle filter, and muffler assembly were replaced for preventative maintenance which was unrelated to the reportable issue. The device passed all final testing.